Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances on the right ventricular (rv) lead. The values were observed to be greater than 2000 ohms. At this time, the system remains in service and the patient is being monitored. No adverse patient effects were reported.